Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the pacing lead, there was a issue with the helix which was in a bad state. The lead could not adhere to the interventricular septum.  No patient complications have been reported as a result of this event.